Event description:
Attorney alleges that the pt had a spinal fusion surgery with bmp-2 in the thoracic level spine down to the sacrum, with a difficult subsequent course after the surgery, including a hospital-acquired infection. No other info was provided.

Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. Without add¿l device info, a review of the device history records is not possible. We are unable to determine the cause of the event.